Event description:
Went to use the purstring auto suture. Protective foam did not release. Staples evident on foam. The device was not used on the patient. New device obtained and worked appropriately.